Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin, ceftazidime, and penicillin for peritonitis. It was reported 14 days after hospital admission, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.